Event description:
Follow-up ((B)(6) 2013) - device evaluation: the test strip has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found be stuck together due to not being cut properly. In addition, the test strips reported were left exposed to the elements and there was signs of decay. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.